Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt4122 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire and catheter sheered in patent's adipose tissue. Wire caught and got corkscrewed on safety activation. Surgeon to retrieve sheered guidewire and catheter. No other information was provided.